Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) for an unknown duration. The decision was made to reposition this rv lead in the septum. All measurements were stable, and capture was successful. There were no adverse patient effects reported. This patient was not pacemaker dependent.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.